Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set that led to this alarm; then the patient connected again. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to contact their therapy clinician regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.